Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a trial procedure on (B)(6) 2021, the patient experienced a loss of csf fluid. As a result, that patient underwent a saline infusion and the trial was ended early. The issue has since been resolved.